Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that patient reports having problems falling and went to see an eye doctor and was told has terrible cataracts which is making it extremely difficult for patient to walk. Patient had fallen in the bedroom and heard something go crack and went to the ER. Patient said that on (B)(6) 2020 went to a birthday party and fell off the porch as their legs/buttock were on the corner and patient said fell right on the stimulator. Patient said that they hurt for days. Patient said that about 4-5 days afterwards they experienced a sudden return of symptoms. Troubleshooting was unable to be performed as when asked, patient said hasn't made any adjustments since that time. Patient services reviewed general programming direction and patient said that they will make an adjustment themselves. Patient services offered to review steps so that patient would make an adjustment during the call however patient declined. Patient to make an adjustment and then monitor is they notice any changes to stimulation sensation and monitor and track symptoms. Patient services reviewed when to consider switching to a different program.

Manufacturer narrative:
Continuation of d10: product ID: 978a128, lot# va287aa, implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that cause of the sudden return of symptoms was not determined. They said they fell off the porch and landed with their head on the ground, hips on the side of the porch, and legs and feet on the porch. They yelled for a friend to help them up. When asked if the fall impacted the system the patient said they were thinking the stimulator was impacted by the fall. They were hoping it would heal but were thinking one of the wires may have been damaged. They said this was an accident and they weren¿t clowning around. They were going to see their healthcare professional soon. They had an appointment scheduled on (B)(6) 2021 but their son came over with some bad news so they would reschedule.